Event description:
It was reported via patient call center that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Post procedure, the patient was placed on eliquis. At the 45-day follow up, the patient was placed on plavix and aspirin, then later transitioned to two aspirin. At the one-year follow up, transesophageal echocardiogram was performed which revealed a thrombus on the button of the closure device. The patient was placed back on eliquis 5mg twice daily and aspirin 81mg.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Manufacturer narrative:
B3: corrected from (B)(6) 2024 to (B)(6) 2024. B5: additional information added. B7: medical history added. H6: evaluation method code added.

Event description:
It was reported via patient call center that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Post procedure, the patient was placed on eliquis. At the 45-day follow up, the patient was placed on plavix and aspirin, then later transitioned to two aspirin. At the one-year follow up, transesophageal echocardiogram was performed which revealed a thrombus on the button of the closure device. The patient was placed back on eliquis 5mg twice daily and aspirin 81mg. It was further reported that the thrombus was a long, mobile echo density measuring 1.6mm on the threaded insert.